Event description:
The surgeon was performing a tlh and while the surgeon was attempting to stitch the posterior aspect of the vagina, the needle broke in half. The needle fragment was unable to be retrieved from the application area. Procedure type: total laparoscopic hysterectomy.